Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastro intestinal/pelvic floor. It was reported that there was uncomfortable stimulation. ¿even when I turn it way down low, it¿s still working tight.¿ when the patient first had the device implanted, ¿on the left side was at first in the ones, but now it¿s in the twos.¿ she could ¿turn it up, but then if I really want to keep me from going, it gets so tight it almost hurts me and I have to turn it down.¿ after turning down stimulation, ¿it is still tight.¿ the patient had already met with the healthcare professional (hcp) regarding the issues and the hcp recommended the patient contact the manufacturer to see if the patient was on the right settings. The patient was going to request the hcp to schedule an appointment with a manufacturing representative (rep). The issues started in the last two to three weeks in (B)(6) 2016. Additional information was received from the patient on (B)(6) 2016 and it was reported that the patient had lost a lot of weight and for the past 5-6 months, the implantable neurostimulator (ins) site hurt. The patient reported that the hcp was going to move it further inside of her. The patient reported that since implant the device helps control most of the time, it worked great in the very beginning, but did not always work. It was also reported that lately when she turned up to about 1.5-1.6 then sometimes, it pretty much worked. The patient reported then she would turn it down to 1.0 and it still felt as tight but did not have the pressure like she felt when she turned it up. The patient reported that she has to watch it and control it, to figure it out. The patient reported that there were no falls or traumas or medical tests or procedures are related to this event. There were no further complications that have been reported as a result of this event.